Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a water leak occurred on the catheter during pretest. Per additional information from the ibc via email 18-mar-2020; it is unknown where the water leak is located on the catheter.

Event description:
It was reported that a water leak occurred on the catheter during pretest. Per additional information from the ibc via email 18mar2020; it is unknown where the water leak is located on the catheter.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing received. Visual evaluation noted a hole measuring 0.0560" was found over the inflation lumen located 0.4960" from the trifurcation. This is a failure per the standard which states cuts in the lumens are not allowed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. Patients who are or have been allergic to natural rubber latex patients with known allergy to silver-containing catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.